Event description:
Additional information received from the consumer reported that the shock seemed to come from the device. It occurred after rebooting the controller and the therapy increased in intensity. The shock subsided after a few minutes and the intensity of the treatment continued until they met with a rep. Two wires were found to be covered by scar tissue so the programming was adjusted to use the good wires. The device appeared to be working at a better level.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome leg/back. The reason for call was patient stated they had to reboot the controller and after they rebooted, they did not think it went back to the lightest setting. Patient said they may have touched the screen and may have gotten it off of the setting it was supposed to be on. Patient also said they had some unusual surface nerve pain and a little shock along their inner thighs. The patient was redirected to their healthcare provider to further address the issue. Agent directed to healthcare provider (hcp) to get in touch with a manufacturer representative (rep).

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.